Event description:
The MFR received info alleging an inspiration elite compressor emitted smoke and pt claims to have seen fire. There was no reported pt harm during this event. Philips internal ref no: (B)(4).

Manufacturer narrative:
Repeated attempts to have the device returned for eval and investigation were unsuccessfully. The MFR believes they will be unable to gather add'l info. The MFR is submitting a final report at this time. If pertinent info becomes available to the MFR at a later date, ad addendum to this final report will be filed. This device is not life sustaining/life supporting. This device is no longer in manufacturer.